Event description:
It was reported that review of the stored egms showed oversensing noise which appeared to be due to a possible clavicular crush. A chest x-ray confirmed that there was some defect at the clavicle.

Manufacturer narrative:
Na